Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had surgery (rectal vaginal fistula repair) that was unrelated to the device or therapy on (B)(6) 2017; and during the surgery the nurse turned off the implantable neurostimulator (ins) using the pt programmer and was not sure quite what the nurse did. Patient stated when they turned the stimulation back on using the patient programmer experienced pain; and stated the stimulation was very uncomfortable and turned the stimulation back off and it had been off since then. Patient was seeking a replacement for patient programmer as they misplaced it. Patient was going to see doctor before the stimulation was turned back on to make sure the programming was correct; but did not have an appointment until about 2 weeks from now. Patient did not know when they checked the ins last time. Patient was not feeling stimulation because the therapy was off and they did not have patient programmer to turned it back on. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.